Event description:
Additional information reported the ipg was replaced due to being inoperable after patient stopped charging the device.

Manufacturer narrative:
An inoperable implant due to not charging the device was reported to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient's thoracic ipg was explanted and replaced for an unknown reason.